Manufacturer narrative:
Isi has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument broke inside the patient. All fragments were retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
On 04/22/2019, intuitive surgical, inc. (Isi) received mw5085688 stating that "the davinci cautery hook broke inside the pt, all broken pieces were retrieved''. Isi followed up with the initial reporter and obtained the following additional information on 04/24/2019: it was reported that the event occurred on (B)(6) 2019 during a da vinci-assisted ventral hernia repair surgical procedure. The reporter confirmed all broken pieces were retrieved. No further information was available from the site.